Event description:
It was reported that the pt was no longer able to hear with her device. Testing confirmed that the device has malfunctioned. The pt was re-implanted in 2007. The pt is now able to hear again with her new device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.